Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of huyl0305 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the hospital contact that at home, after connection of the evening parenteral nutrition, the patient realized a damp contact under the adhesive strip. They realized after the disconnecting of the parenteral nutrition that the catheter was disconnected at the junction between the thin part and the thick part. The patient then returned in the gastrointestinal pediatric nutrition service for repair of his catheter and antibiotic administration.